Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ¿g/m. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot number for stratafix spiral monocryl plus - sxmp1b111? Unknown. Lot number for stratafix spiral pds plus - sxpp1b411? Unknown. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes. What tissue dehisced? Subcutaneous and subcuticular. How was the skin closed? It was closed with sxpp1b411. Proper initiation and termination of the suture was done. Note: events reported in 2210968-2022-00742.

Event description:
It was reported that a patient underwent a right total knee arthroscopy on (B)(6) 2021 and a barbed suture was used. On (B)(6) 2021, the patient called the office of the provider with concerns about their incision. On (B)(6) 2021, the patient was seen in the clinic and had wound dehiscence at the proximal and distal ends of the incision. The patient possibly experienced local redness and pus. The patient was instructed to apply betadine twice a day. On (B)(6) 2022, the patient was seen in the office and it was determined that irrigation and debridement was not necessary. The suture tails were removed in the areas of dehiscence. The incision is currently healing without issue. No additional information was provided.